Event description:
Found during test. According to the reporter, the device would dump the defibrillator energy before it could be delivered by the user. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not charge or transfer energy. Physio replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.